Event description:
During a lap sigma procedure, disc tore. Another device was used and the same problem. Another same like device was used to complete the case. No further information is available. There were no adverse consequence to the pt.